Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the impella was very positional and continued to dive in too deep. The pump was ran at p4 until the position could be corrected. It is unknown if the staff was able to correct the position. The patient successfully weaned from the impella cp.